Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display blank. No patient involvement / harm.

Manufacturer narrative:
The manufacturer's field service engineer replaced the user interface assy, eng,v60.

Manufacturer narrative:
Become aware date 10/20/16. The user interface (ui) assembly passed all testing. A blank screen display could not be duplicated. There were no faults found with the user interface (ui) assembly.